Manufacturer narrative:
A1: patient identifier - (B)(6).

Event description:
It was reported that stent damage occurred. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to deploy and the stent strut at the distal end was damaged. The procedure was postponed. There were no patient complications reported and the patient was stable. It was further reported that the lesion was 90-95% stenosed and located in the mildly tortuous and moderately calcified left circumflex artery. Pre-dilatation was performed with 8.0mm x 1.20mm and 12mm x 2.00mm emerge balloon catheter. The 32 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The stent damage was noted upon withdrawal. Stenting was not performed and the procedure was completed by multiple balloon dilatation were performed to re-establish blood flow. The patient was hemodynamically stable and was discharged.

Event description:
It was reported that stent damage occurred. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to deploy and the stent strut at the distal end was damaged. The procedure was postponed. There were no patient complications reported and the patient was stable.